Event description:
It was observed during the device inspection, that the subject device exhibited image disappearance when the up/down direction angle was operated. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: (establishment name) (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, watertightness was not secured due to peeling of glue between the objective lens and the distal end. Therefore, water or moisture may have intruded into the endoscope, causing the image sensor unit to be broken. As a result, it may have resulted in the subject event. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Feedback to the customer provided: we suggest the user handle the device in accordance with IFU. Olympus will continue to monitor field performance for this device.